Event description:
It was reported that a female patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve leaked and would not stop. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed and replaced. On visual inspection, white valve popped into transparent chamber. Pvi occurred. Surgery was delayed for 5 minutes due to the reported event. Procedure was successfully completed. No patient consequences. Additional information was received. The hemostatic valve was the section that broke. The hemostatic valve dislodges inside the hub. Leaking was noticed immediately so estimated blood lost was 50ml. The issue was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). The event date is unknown. Therefore, the first day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve leaked and would not stop. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was removed and replaced. On visual inspection, white valve popped into transparent chamber. Pvi occurred. Procedure was successfully completed. No patient consequences. Additional information was received. The hemostatic valve was the section that broke. The hemostatic valve dislodges inside the hub. Leaking was noticed immediately so estimated blood lost was 50ml. The device evaluation was completed on 17-nov-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed some bents in the shaft. The vessel dilator was not returned. The hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The reported issue by the customer was confirmed based on the evidence of the visual analysis. A device history record was performed for the finished device batch number, and no internal actions were identified. According to the odp (optimal device performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve separation¿ issue. -investigation findings: mechanical problem identified (c07)/ investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster¿s analysis lab observed ¿bents in the shaft¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001216560 during an internal review on 14-dec-2022, noted correction to the 3500a follow-up #1. It was reported under h11. Corrected data field, "the bwi product analysis lab received the device for evaluation on 01-nov-2022.¿ however, it should have stated, ¿¿the bwi product analysis lab received the device for evaluation on 03-nov-2022.¿ in addition, d9. Date device returned to manufacturer should also be corrected to 03-nov-2022. Therefore, corrected this field.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 07-nov-2022, noted a correction to the 3500a initial as the device was received. Therefore, corrected d9. Device available for evaluation?, d9. Date device returned to manufacturer, d9. Is device returned to manufacturer? And h3. Reason for non- evaluation. In addition h10. Additional manufacturer narrative should have included. The bwi product analysis lab received the device for evaluation on 01-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.